Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while medics responded to a call for a (B)(6), female patient with chest pains. When attempting to treat the patient, the device was unable to power on. Complainant indicated that the patient was transported to hospital care to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the monitor board. Analysis for reports of this type has not identified an increase in trend.